Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. Unable to perform functional tests, including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify the check bg alarm due to the unresponsive keypad/button. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had unresponsive buttons. The customer's blood glucose level at the time of incident was 353mg/dl. The customer's blood glucose level had been as high as 560mg/dl. The customer treated the highs with manual injections. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.